Event description:
B braun primary IV set product #490036 allowed a properly hung secondary set to flow through the check valve of the primary set into the primary bag. This was detected immediately and the patient was not harmed. All tubing and solutions were sequestered and manufacturer was contacted. Probable lot # of the #490036 primary tubing is 0061161769. The defective set was sent to the manufacturer.